Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the error code was not reproduced during evaluation. However, it is possible the issue was caused by dust and corrosion in the scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source gave a b30 error code. This occurred during preparation for use. The procedure had not started due to not being able to get any scope to work with the light source. The procedure was moved to a different room and there was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the following were found: a damaged front panel mouth, a crack in the main power switch housing, heavy dust on the scope socket, and a non-olympus lamp life meter reading at 100+ hours with incorrect lamp bolts. Lastly, corrosion was found on the following parts: the top cover, the front panel chassis, the lamp door, the bottom chassis, the rear foot, the air pump tubing, the rear panel, and the scope socket. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.